Event description:
It was reported that a female underwent a revision surgery due to the nail fracturing 4 months post op.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information is received it will be reported on a supplemental report.